Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both leads were pulled back into the subclavian vein and had no capture or sensing. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.